Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. It was identified the x-direction was "binding up." The x-stage cover was removed and the dents were repaired. The cover was replaced. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that an image acquisition system (ias) gantry would not fully extend. There was no patient present when this issue was identified.

Manufacturer narrative:
The x stage cover was returned to the manufacturer for analysis. Analysis found that returned cover failed visual inspection. Cover was not dented but had multiple scratches. Analysis found that the reported event was related to a physical damage issue.